Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had left revision surgery due to poly wear. The explanted poly cat and lot were not readable upon removal. The implant sheet shows what was implanted, cat and lot.